Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is the lamp life meter indicated 500 hours, likely creating a e103 failure. Olympus attempted to verify with the customer that a new lamp has resolved the issue with no response to-date.

Manufacturer narrative:
Through communication with the user facility, olympus technical support determined the lamp life meter was reading 500 hours. To resolve the problem, the user facility ordered a new main lamp. The likely cause is attributed to maintenance. As stated in the instructions for use: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described...."

Event description:
A user facility reported to olympus that a lamp error 103 occurred and the lamp did not light. There was no patient injury or harm, associated with the problem, reported to olympus.